Event description:
The pt's family member called to report that occlusion alarms are persisting despite using a new lot of cartridges. This is occurring at night and is going undetected until the pump needs to be rebooted.